Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the male external catheter was difficult to remove after wearing for eight to twelve hours. It was alleged that the adhesive was too strong. Also, the patient reported trying to remove the catheter by taking hot showers and applying "no sting" retail adhesive remover however difficulty removing the catheter was still encountered. No medical intervention was required.

Event description:
It was reported that the male external catheter was difficult to remove after wearing for eight to twelve hours. It was alleged that the adhesive was too strong. Also, the patient reported trying to remove the catheter by taking hot showers and applying "no sting" retail adhesive remover however difficulty removing the catheter was still encountered. No medical intervention was required.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the sample noted no obvious defects. An adhesive peel test was performed and the samples were cut (0.7005", 0.6995") to the required width (1.00" +/- 0.05 ") and the adhesive peel strength (0.8458 lbf, 0.8777 lbf) was found to be within specification (0.60-2.10lbf). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "description/indication the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precaution do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) open package at perforation. 4) to remove plastic insert, squeeze catheter at the top of the white cone and pull to release. 5) unroll self-adhering catheter over penis. 6) gently squeeze the catheter to properly seal adhesive to the skin. 7) connect to collection bag. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive."